Event description:
Received info regarding multiple cartridge alarms with multiple cartridges during the load process. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up supplemental report will be submitted.